Event description:
It was reported that during a ptci procedure, the wire was placed in the distal lad and the tip of the wire was around the apex of the heart, deeply seated in the distal lad. Multiple pieces of equipment went over the wire about 6 or 7 times during the intervention. When the wire was retracted, it was noted that the tip of the wire had fractured and was still in the distal coronary. An exchange catheter was used to snag the distal end and remove it from the coronary. No pt injury.